Event description:
It was reported that the patient underwent a surgical procedure to repair stress incontinence on (B)(6) 2008 and a sling was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent bilat. Piano nerve decompression, bilat. Pudendal decompression, ilioinguinal neurectomy, and vestibulectomy in 2011. It was reported that the patient underwent neurolysis of obturator nerve in 2012.

Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a sling procedure on (B)(6) 2008 due to stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient underwent mesh removal on (B)(6) 2010 due to dyspareunia, nerve damage, scarring, chronic bacterial infections, mesh erosion, recurrent stress urinary incontinence, and pain. No additional information was provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent a procedure (diagnostic cystoscopy) on (B)(6) 2009 for urinary frequency, pelvic pain followed by pelvic surgeries including suburethral mesh. The patient underwent a procedure (vagotomy, revision of vaginal incision) on (B)(6) 2010 due to uncontrolled pelvic pain followed by removal of mesh. It was reported that the patient underwent a procedure (bilateral ilioinguinal neurectomy, right obturator nerve decompression with electromyogram, bilateral pudendal nerve decompression with electromyogram, and vestibulotomy) due to pain.

Manufacturer narrative:
(B)(4). It was reported that patient underwent transvaginal urethrolysis and exploration of the obturator fossa bilaterally for mesh removal on (B)(6) 2014 by for complications of the sling procedure. No additional information was provided.